Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed noise and oversensing. In addition, extended pacing pauses for greater than three seconds were observed intermittently which caused oversensing of the noise and the device inhibited pacing. A review of an electrogram (egm) revealed noise was only present on the rv channel, both the atrial and shock channel were clear. Isometric testing was also performed and confirmed noise, oversensing and pacing pauses on a realtime electrogram (egm). The patient has a very low escape rhythm and was subsequently hospitalized. A revision procedure was scheduled for the future. The patient will be monitored closely and the rv lead remains implanted at this time. No adverse patient effects were reported.

Event description:
Approximately (B)(6) days later, a revision procedure was performed due to a suspected malfunction on the right ventricular (rv) lead. The damaged lead could not be removed and was abandoned and successfully replaced. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
To date the revision procedure has not taken place.and at this time the lead remains in service. A final report will be sent after information is received of the revisions procedure. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of the event.